Manufacturer narrative:
A steris service technician inspected the table and found: the power supply was damaged, the table column shrouds were bent, the column cap was separated, and the plastic base covers were broken and cracked. The damage permitted fluid to ingress into the table, which created an electrical short damaging the power supply. The technician repaired the table by replacing the power supply, column shrouds, column cap and base covers. The table was tested and has been placed back into service. The technician's finding and repairs are indicative of storing medical devices on the base of the table. Our indications for use clearly state "possible table damage, do not use table base for storage." Steris conducted in-service training on the proper use and operation of the cmax surgical table on july 21, 2011.

Manufacturer narrative:
Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Event description:
The user facility reported that a patient urinated during a procedure and a short while later the hospital staff smelled smoke coming from the table. The patient was transferred to another surgical table and the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient.